Event description:
The manufacturer received information alleging a ventilator is not calibrating circuit. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's machine flow sensor, system board, blower assembly and blower bellows was replaced to address the issue. There is a evidence of contamination.